Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was unresponsive at the ¿see drops on the fill tubing¿ step, preventing the user from pressing ¿yes,¿ which interrupted insulin delivery until the device was restarted via the mobile app; the user is on libre 3+ and an inset 6 mm/23 in infusion set, and a blood glucose of 367 mg/dl was observed before values trended down after restart. Symptoms included hyperglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a touchscreen key/button responsiveness issue consistent with a software problem on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.